Event description:
In 2009, the pt reported that insulin leaks at her infusion sites. She stated that the adhesive of the infusion site is wet with insulin when she removed it and sometimes insulin drips from her skin. She stated that insulin pools under her skin and the area becomes raised. When she pressed on the area insulin flows from the infusion site. She stated that she does have scar tissue and she rotates infusion sites properly using her abdomen, hip, and leg. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product sets were replaced and requested to be returned for evaluation.